Event description:
It was reported the pt had been admitted to the hospital on (B)(6) 2012 for an unk reason. The pt was transferred to a rehabilitation facility after staying in the hospital for an extended period of time. As a result, the pt was unable to recharge her ipg as needed. The charger and programmer can no longer communicate with the ipg, due to it not being recharged. The pt plans to undergo surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.